Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 506935 lead implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and was possibly fractured. The lead was capped. No patient complications have been reported as a result of this event.